Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed to 80% and felt to be too high. The valve was recaptured and on final release from the delivery catheter system (dcs), the valve dislodged. Another valve was successfully implanted valve-in-valve with no adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.